Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The pump was returned assembled and the percutaneous lead was returned intact. All parts of the sealed inflow conduit were returned. The inlet elbow was attached to the pump. Approximately 2 inches of the sealed outflow graft was returned. The outflow graft bend relief was returned. The outflow elbow was returned attached to the pump. Evaluation revealed deposition in the inlet tube, inflow knitted graft, inlet elbow, outflow elbow, inlet stator, outlet stator, and rotor body. These depositions were exposed to a fixative agent (e.g. Formaldehyde or glutaraldehyde) prior to being returned, and appeared to be consistent with fixated blood. It is possible that the blood denatured while the pump was in operation due to a ¿low flow¿ state; however, the duration of its presence in the pump and cause could not be conclusively determined. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted with massive gi bleeding. The patient was taken to the operating room for a colectomy. The patient went into respiratory failure requiring intubation and was hemodynamically unstable. It was reported that the patient expired from respiratory failure.